Event description:
The customer reported there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep checked the batteries, found they were bad, and configured the cmos on the workstation. The system operates as intended.